Event description:
Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal heating element separated from silicone on jaw of cutting tool. Appears to be bent away. Toes were up while inserting through cannula. (Concave side of the jaws was facing up during insertion as recommended). A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: 347261 the device was returned to the factory on 03aug2020 and investigated on 07aug2020. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be twisted and completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be cut toward the tip of the hot jaw , but not detached. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material twisted/bent; wire" and confirmed for the analyzed failure "peeled; jaw.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal heating element separated from silicone on jaw of cutting tool. Appears to be bent away. Toes were up while inserting through cannula. (Concave side of the jaws was facing up during insertion as recommended). A replacement device was used to complete the procedure. No patient involvement.